Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 16-aug-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for unspecified indication for use. It was reported that the patient was admitted to a hospital on (B)(6) 2019. A catheter revision occurred on (B)(6) 2019 due to the catheter having been occluded. The date of the event was unknown/not reported. The company representative indicated it was unclear if the device implant date was the same day as the admission date of (B)(6) 2019 and if the catheter was removed on (B)(6) 2019. No further patient complications have been reported as a result of this event.